Event description:
It was initially reported on (B)(6) 2014 that the patient's current programmer (pp) was not working with antenna attached and was going on since she got the programmer. The patient stated she only tried a few times with the antenna but she could have had it in the wrong spot. The patient was able to change programs but currently stimulation was off and she couldn't get it back on. The patient tried to connect a few times and couldn't get the pp to connect. It was noted that during the call patient was able to turn stim on and adjust stim. The patient stated she must not have had the pp in the rightspot. The patient was okay with the way the pp was working. The patient mentioned she was still sore from the insr replacement. It was noted that they put her current implantable neurostimulator (ins) a little deeper in the muscle. Additional information received on (B)(6) 2015 noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015. Additional information received on (B)(6) 2015 noted that there was a 50% or greater symptom reduction. Device components involved in the event were noted as the lead and the programmer. Sacral interstim placed by outside urologist -->cramping in left foot and toes. Xrays on (B)(6) 2014 and (B)(6) 2014. Actions taken to resolve the issue was noted as: sacral lead replaced with pudendal lead (right pudendal). Emg testing. The event cause was not determined. It was not device related. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va0lyvm, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).